Event description:
Upon a service visit at the customer site, the beckman coulter (bec) field service engineer (fse) reported that the unicel dxc 600i access immunoassay system was leaking from the reagent probe a collar wash. Per the customer, uric acid quality control (qc) was demonstrating precision issues on another instrument when the leak was discovered by the fse. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The fse confirmed the uric acid qc precision problem for 1 level of uric acid qc control. The fse also confirmed leaking from the reagent probe a collar wash. The fse replaced the collar wash valve to resolve the issue. Other parts were replaced incidentally and were not related to the reagent probe a leak/uric acid qc precision problem. Seven reps of uric acid qc levels 1 and 2 were tested and precision was acceptable. Service activity was verified. (B)(4).